Event description:
It was reported that a patient underwent an acl procedure on (B)(6) 2025 and suture was used. During the procedure, on the first pass, the suture popped off the needle before passing all the way through the tissue. Another suture of a different code was used to complete the procedure without further issue. There were no adverse consequences for the patient. No further information was provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with six needle suture combinations was received for analysis. The product code vcp840d is control release and contains eight strands per packet. During the visual inspection of the needle suture combinations, the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The other two strands were not returned to determine the assignable cause. The functional test was performed in one needle suture combination using instron equipment and the pull force result met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Two open boxes with a total of seventeen unopened samples were received for analysis. The product code: vcp840d is control release and contains eight strands per packet. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force meet with the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.